Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.50/1.50/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes the lens had tore during injection/delivery into the eye; and the lens was stuck in the cartridge/injection system. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event reported as user error and noted "lens got stuck in plunger while implantation of lens and got torn".

Manufacturer narrative:
Claim#: (B)(4).